Event description:
It was reported that on the first fill of the laparoscopic gastric band, the tubing from band was disconnected from the port. The patient reported having no restriction at post op week 6. The existing port was reconnected to the tubing and the case was completed with no impact to the patient.

Manufacturer narrative:
Date sent: 9/10/2009. Information anticipated, but unavailable at this time.